Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedance measurements on the left ventricular (lv) channel of this cardiac resynchronization therapy defibrillator (crt-d) had been high and out-of-range (greater than 2500 ohms) for approximately a month. Boston scientific technical services (ts) review of device history found that a previous alert for lv lead impedance which had been addressed by reprogramming lead configuration. Ts discussed suspicion of lead fracture. No adverse patient effects were reported. The patient was referred to their cardiologist.